Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to mechanical damage. In addition, the device evaluation found the outer tube was deformed due to mechanical damage and the image had a dark shadow on the lower side due to damage on the meniscus/lens. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the fiber optic bundle (fob) connector lost its lens on the olympus oes elite telescope. The issue was found during preparation for use for an unknown procedure. The procedure was with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results; the error patterns that was identified which indicated a cause due to excessive use, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.